Manufacturer narrative:
No button error alarm noted. The act and esc buttons did not respond due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she was exercising and got exposed to moisture. Troubleshooting was done. Customer's blood glucose was 137 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.